Manufacturer narrative:
The manufacturer received information alleging a patient was smoking a cigarette while using an everflo oxygen concentrator. The patient received light burns to their face that required no medical attention. The device was returned to the manufacturer's service center for evaluation. The manufacturer determined the origin of the thermal event was exterior to the device. The interior of the device showed no evidence of thermal damage. There was no evidence found to indicate that the device malfunctioned to cause the thermal damage. The device was tested and was found to operate and alarm to design specifications. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Do not smoke, allow others to smoke, or have open flames near the concentrator when it is in use. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death."

Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using an everflo oxygen concentrator. The patient was lightly burned to his face that did not require any medical attention. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.